Event description:
It was reported that pump displayed malfunction code 12 and that malfunction recurred even after reset. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy. Technical support arranged for replacement of pump.